Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure. When the physician attempted to deploy the bands, it became tangled and did not deploy. The bands rolled onto each other and became entangled on the scope instead of deploying correctly. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.